Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor. Pen needle was returned for evaluation. Investigation in process. Note: manufacturer contacted customer in a follow-up call on 19-apr-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated he had gone to his doctor on (B)(6) 2021 due to the pen needle being stuck in his shoulder. The doctor had informed him everything was fine and no medical treatment was provided.

Event description:
Consumer reported complaint for the pen needles. Customer pen is novolog pen. Daughter is calling on behalf of the customer. At the time of the call the customer felt well and did not report any symptoms. Customer stated that while administering his insulin on (B)(6) 2021, the pen needle had broke and had become stuck in his shoulder. Daughter stated she had manually removed the needle from the customer's shoulder and there was no swelling or bleeding after. Customer had contacted his doctor and has an appointment on (B)(6) 2021 to ensure everything is fine. Customer stated that his other pen needles are working fine. Customer is using compatible product and the pen needle was properly aligned.

Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h3: was the device evaluated by the manufacturer? Yes h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: customer returned one unused pen needle and one used pen needle. Visually inspected returned pen needle. The used pen needle is broken. Defect found added root cause rc-076: mishandled by the end user/mechanical stress-handling